Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011629 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011629 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 11-feb-2025, with a total of (B)(4) units. The sub-assembly: assembly lot 5b00461 was manufactured according to the wi version 27 and assembled in the quickset line, on 10-feb-2025, with a total of (B)(4) units. Lot 5b02060 was manufactured according to the wi version 27 and assembled in the quickset line, on 11-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing. The lot 5b00441 was manufactured according to the wi version 42 and manufactured in the line mp04, mp08 on 07-feb-2025, with a total of (B)(4) units. The lot 5b02059 was manufactured according to the wi version 42 and manufactured in the line mp08 on 11-feb-2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. No further information available.